Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of sense b noise resulting in an inappropriate shock resulting in the patient to experience pain. This device was tested in clinic with provocative maneuvers with noise able to be produced in the secondary vector during posture changes. X-rays were completed to evaluate system placement and connection. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device system remains in service. No adverse patient effects were reported.